Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) called and spoke with the patient on two days later, and obtained additional information. The patient has had the subject meter for about 2 years and tests her blood glucose 10 times/day. Her diabetes medication regimen includes levemir insulin 4 units at night (set amount) and humalog insulin based on a sliding scale (scale not provided). The patient reported that she was feeling tired on one day prior to original date, at 10:13 pm. She had previously taken her set amount of 4 units of levemir insulin around 8:00 pm. Since she felt tired and tested on the subject meter and obtained a result of lo (indicates that the blood glucose level is lower than 20 mg/dl). She then treated herself with 15 grams of glucose gel. About 15 minutes later, she started feeling disoriented, depressed, and experienced "spaciness". The patient informed the mas that she attributed these symptoms to high blood glucose since she only feels shaky and sweaty when low. She then tested on her backup meter with a result of 226 mg/dl (about 25 minutes after the result of lo). She felt that this result was "realistic" to how she was feeling at that time. She then wanted to see what the subject meter result would be while experiencing the symptoms; however, she kept getting the error 4 and error 5 messages. The patient did not receive any medical attention and did not treat herself for those symptoms. The patient informed the mas that she just "slept it off". At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct, but she was not cleaning the puncture area properly. This complaint is being reported because the patient claimed she took glucose based on the 'lo' result on the subject meter and later experienced symptoms, which the patient attributed as having high blood glucose level (her backup meter result was 226 mg/dl at that time). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.